Event description:
Has not used correctly doses of insulin [incorrect dose administered]. Decompensation of glucose [diabetes mellitus inadequate control]. Novopen 3 was bought more than 10 years and broken, now injecting the insulin from cartridge with a syringe [wrong technique in drug usage process]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from brazil concerns a female patient of unknown age with diabetes who was treated with novorapid penfill (fast acting insulin aspart) using novopen 3 (insulin delivery device) and experienced "decompensation of glucose", "has not used correctly doses of insulin" and novopen 3 was bought more than 10 years ago and broken and now injecting insulin from cartridge with a syringe" beginning on an unknown date. Medical history includes diabetes mellitus since she was 5 years old (type unknown). The patient had reportedly been taking novorapid penfill using novopen 3 from an unknown date in 2000. The patient's mother reported that the patient used novorapid penfill with a novopen 3 that she bought more than 10 years ago and now the pen had broken and since then she was injecting the insulin from the cartridge with a syringe. It was reported that during (B)(6) 2013 to (B)(6) 2014, the patient was hospitalized for a week due to decompensation of glucose, because the patient was not following the treatment correctly and had not used correct doses of insulin. Action taken to novorapid penfill was not reported. The outcome of the event "decompensation of glucose", "has not used correctly doses of insulin" was not reported. The outcome of the event "novopen 3 was bought more than 10 years ago and broken, and now injecting insulin from cartridge with a syringe" was reported as unknown.